Manufacturer narrative:
Troubleshooting of the AED with the customer identified that the AED's battery pack was expired and depleted due to a lack of maintenance of the AED.

Event description:
A customer reported that their AED battery pack was depleted. They reported that this did not occur during patient use.